Event description:
It was reported that after a mid lad lesion had been direct-stented (contrary to IFU), a dissection was identified proximal to the implanted stent. Another stent was implanted as treatment for the dissection.